Event description:
It was reported the implantable neurostimulator (ins) was ¿dysfunctional.¿ during implant, four ¿good¿ responses were achieved when stimulating with the external neurostimulator. When stimulating with the ins, only one ¿good¿ response was achieved. Impedances were measured and electrodes 0, 1, and 2 were greater than 4,000 ohms. The ins was not implanted and a different ins was used. The issue was resolved and no symptoms were reported. The patient was to be programmed the following week. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_wrench_acc, serial # unknown, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Impedances were measured with the returned ins and a known good lead. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.